Manufacturer narrative:
The initial MDR 1226181-2015-00625 was filed on november 05, 2015. Corrected information (11/05/2015): the cause of the discordant, falsely low calcium results was due to sample probe 3 not reaching the bottom of the cuvette.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to run precision testing on patient samples. The customer provided the results of three samples which were acceptable. Ccc reviewed the data which indicated that both samples showed consistent sample mix and reagent addition compared to samples around them. A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered that sample probe 3 bottomed out in cuvette. The cse realigned cuvette bottom and ran a mixer test for sample probe 1, which passed. The cse ran a successful quick check and reset the instrument. The cse ran a precision run with calcium, and no flyers were observed. Quality controls were run for server 3 assays. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting falsely low. The samples were then repeated on an alternate dimension vista instrument, resulting higher. The customer was then asked to perform repeat testing using fresh samples on the original instrument, and the results were falsely low. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.